Event description:
It is reported that upon final check of the implants, it was determined that the liner needed to be replaced with an angled liner due to hip luxation.

Manufacturer narrative:
This report will be amended when our investigation is complete.